Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio while in vivo. Concomitant products: d314trg ICD implanted: (B)(6) 2014; 694265 lead implanted: (B)(6) 2000; 419388 lead implanted: (B)(6) 2002; 7299 ICD implanted: (B)(6) 2005; c154dwk implanted: (B)(6) 2007; d224trk ICD implanted: (B)(6) 2009; d224trk ICD implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead had poor sensing and high threshold. The left ventricular lead was originally implanted with sub -par thresholds that were noted to have elevated. The leads were explanted and replaced. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.